Event description:
The reporter stated that the original fracture had healed when the pt fell and broke the implanted gamma nail at the proximal end of the distal bore holes. A revision surgery was required. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation of results from howmedica gmbh in kiel, germany, suggest that this event would not be associated with the device but rather would be pt related.